Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient experienced severe incontinence, erosion, autoimmune disorders, infection, vaginal pain, pelvic pain, dyspareunia and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.